Manufacturer narrative:
Device evaluation: a specific cause for the patient¿s infection could not be determined, and a direct correlation between the device, could not conclusively be established through this evaluation. Reportedly, the pump was explanted due to driveline infection and the patient having an ejection fraction of 50%. Pump was returned assembled with the driveline (dl) cut approximately 7¿ from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The outflow graft was returned attached to the outflow elbow, and the outflow graft bend relief was returned partially detached as the bend relief collar was returned detached from the device. An additional severed portion of both the outflow graft and outflow graft bend relief were also returned. The outflow elbow was returned attached to the pump¿s outlet port. Upon removal of the motor capsule from the outlet housing, it was noted that silicone residue, from the silicone potting around the motor capsule terminals, was adhered to the interior of the outlet housing. This suggests that the silicone potting was adhered to the interior of the outlet housing and was pulled apart during disassembly of the pump. A specific cause for this adherence could not be conclusively determined through this evaluation. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced pump exchange in 2017 was reported under medwatch MFR # 2916596-2017-01886. Approximate age of device - 1 years. No other information was provided. Supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient's lvad was explanted secondary to cardiac recovery and due to a driveline infection. Multiple surgical wound washouts were performed related to the pump exchange procedure in 2017. The driveline had become completely exposed and was coming straight out of the patient's chest. Due to the patient's size with a lot of skin folds and hot weather, fungal growth developed under the breasts that spread to the driveline. On (B)(6) 2018, the patient was admitted due to many weeks of nausea and vomiting. A blood culture taken on (B)(6) 2018 was positive for candida. An echocardiogram showed an ejection fraction of 50% and therefore the clinicians made a decision to remove the lvad and implantable cardioverter-defibrillator (ICD). Treatment continues daptomycin, fluconazole and micafungin for the infection. No additional information has been provided.